Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that removal difficulty and blade damage occurred. Coronary angiography revealed a 90% stenosis at the left anterior trifecta, and 80-90% stenosis with calcification from the ostium to the mid segment of the left anterior descending artery. Intravascular ultrasound showerd calcified plaques with an arc of 90-180 degrees. A 2.50 x 15 mm balloon was used for pre-dilation, but dilation was suboptimal. A 2.75mm x 10mm wolverine was then advanced for further dilation. During negative pressure withdrawal, it was noted that the cutting balloon could not be smoothly retracted into the guiding catheter, and multiple attempts were required before it was fully withdrawn. Visual inspection outside the body found that one of the blades had lifted due to interaction with the guide catheter. An intimal dissection was also noted. The procedure was completed with another balloon catheter. There were no patient complications, and perioperative vital signs of the patient were stable.